Manufacturer narrative:
(B)(6). Manufacturing year is 2015. This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Amo¿ investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. (B)(4). After a review of the case there is no second medical intervention required, visual outcomes is not affected and the only sequel was a faint corneal opacification in that area. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the fragmentation step of the cataract procedure and while the laser was firing the system experienced a suction loss. The surgeon immediately stopped the procedure but unfortunately the laser fired in the cornea (posterior part, on the endothelium). Liquid optics interface (loi) 12 was used during the procedure.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to abbott medical optics has been submitted.